Event description:
It was reported by the patient's father that the patient was taken to the emergency room (ER) with hyperglycemia and ketones. When the pod was removed from the infusion site (abdomen), the cannula appeared bent. The patient's father did not provide specific blood glucose or ketone levels or treatment provided while at the ER. The patient was discharged after 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone15.4 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.